Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failed to achieve hemostasis. It was reported that a physician not trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the physician could not fire the clip, the "trigger felt empty" while pressing it. The safety-release button was pressed and the delivery tube could be retracted, but the system could not be removed. All steps were followed to remove the device including the use of force. A surgeon was called in to remove the device and close the puncture site; however, during surgery the clip was not found in the patient. After surgery, during device inspection, it was noticed that the vessel locator wings were still in the open position. There were no adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.